Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure uterus/ migration of essure device - location of device: uterus"), genital haemorrhage ("abnormal and heavy bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("abnormal bleeding on left side of uterus") and pelvic pain ("extreme and severe pelvic pain/ pelvic pain/ pelvis pain") in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diarrhea, insomnia, pelvic bone pain, buttock pain, pain in arm and myofascial pain syndrome. In (B)(6) 2004, the patient experienced fatigue ("fatigue") and arthralgia ("hip pain/ left hip pain/ joint pain"). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, 11 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient experienced urticaria ("hives") and rash ("skin rash"). In (B)(6) 2007, the patient experienced back pain ("severe back pain/ severe left mid/lower back pain/ severe back pain and lower left side back pain"). On (B)(6) 2010, the patient experienced anxiety ("anxious/ anxiety"), depression ("depressed/ depression") and haemorrhagic disorder ("bleeding disorder"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dysgeusia ("metallic taste in mouth"), muscle spasms ("severe left side cramping in back/ muscle cramps on lower left spine") and amnesia ("memory loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower, uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain ("extreme and severe abdominal pain"), infection ("infections/ infection"), weight fluctuation ("weight fluctuations"), migraine ("migraines"), vision blurred ("blurred vision") and weight increased ("weight gain"). The patient was treated with surgery (ablation with removal of parts of essure devices), surgery (ablation with removal of parts of essure devices), surgery (ablation with removal of parts of essure devices), surgery (ablation with removal of parts of essure devices), surgery (ablation with removal of parts of essure devices) and surgery (ablation with removal of parts of essure devices). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain, back pain, infection, weight fluctuation, migraine, anxiety, depression, urticaria, rash, vision blurred, weight increased, dysgeusia, muscle spasms, amnesia and haemorrhagic disorder outcome was unknown, the uterine haemorrhage had resolved and the fatigue and arthralgia was resolving. The reporter considered abdominal pain, amnesia, anxiety, arthralgia, back pain, depression, device breakage, device expulsion, dysgeusia, fatigue, genital haemorrhage, haemorrhagic disorder, infection, menorrhagia, migraine, muscle spasms, pelvic pain, rash, urticaria, uterine haemorrhage, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: essure did not worsened previously existing injury/condition. While doctor was performing the ablation to stop abnormal bleeding, migration and breakage of the essure device was noted. A portion of the left coil was removed during this procedure. She was currently planning for removal to completely remove the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Current weight as of (B)(6) 2018: 115 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain lower, rash, anxiety, urticaria, back pain, vaginal haemorrhage, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('migration of essure uterus/ migration of essure device - location of device: uterus'), perforation ('perforation'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal and heavy bleeding/ abnormal bleeding (general)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and uterine haemorrhage ('abnormal bleeding on left side of uterus') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diarrhea, insomnia, pelvic bone pain, buttock pain, pain in arm and myofascial pain syndrome. In (B)(6) 2004, the patient experienced fatigue ("fatigue") and arthralgia ("hip pain/ left hip pain/ joint pain"). On (B)(6) 2004, the patient had essure (ess205) inserted. On (B)(6) 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 11 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced urticaria (" allergic or hypersensitivity reaction type: hives/ skin rash") and dermatitis allergic ("allergic or hypersensitivity reaction type: hives/skin rash skin rash"). In (B)(6) 2007, the patient experienced back pain ("severe back pain/ severe left mid/lower back pain/ severe back pain and lower left side back pain"). On (B)(6) 2010, the patient experienced anxiety ("anxious/ anxiety"), depression ("depressed/ depression") and haemorrhagic disorder ("bleeding disorder"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dysgeusia ("metallic taste in mouth"), muscle spasms ("severe left side cramping in back/ muscle cramps on lower left spine") and amnesia ("memory loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower, perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("extreme and severe pelvic pain/ pelvic pain/ pelvis pain"), abdominal pain ("extreme and severe abdominal pain"), infection ("infections/ infection"), weight fluctuation ("weight fluctuations"), migraine ("migraines"), vision blurred ("blurred vision"), paraesthesia ("tingling in both my legs") and hypoaesthesia ("numbness in both my legs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation with removal of parts of essure devices). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, menorrhagia, genital haemorrhage, vaginal haemorrhage, pelvic pain, abdominal pain, back pain, infection, weight fluctuation, migraine, anxiety, depression, urticaria, dermatitis allergic, vision blurred, weight increased, dysgeusia, muscle spasms, amnesia, haemorrhagic disorder, paraesthesia and hypoaesthesia outcome was unknown, the uterine haemorrhage had resolved and the fatigue and arthralgia was resolving. The reporter considered abdominal pain, amnesia, anxiety, arthralgia, back pain, depression, dermatitis allergic, device breakage, device expulsion, dysgeusia, fatigue, genital haemorrhage, haemorrhagic disorder, hypoaesthesia, infection, menorrhagia, migraine, muscle spasms, paraesthesia, pelvic pain, perforation, urticaria, uterine haemorrhage, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: essure did not worsened previously existing injury/condition. While doctor was performing the ablation to stop abnormal bleeding, migration and breakage of the essure device was noted. A portion of the left coil was removed during this procedure. She was currently planning for removal to completely remove the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - in (B)(6) 2005: results: total bilateral occlusion. Current weight as of (B)(6) 2018: (B)(6) concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain lower, rash, anxiety, urticaria, back pain, vaginal haemorrhage, depression. Concerning the injuries reported in this case, the following one was reported via social media : tingling and numbness in both my legs quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure uterus/ migration of essure device - location of device: uterus"), genital haemorrhage ("abnormal and heavy bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("abnormal bleeding on left side of uterus") and pelvic pain ("extreme and severe pelvic pain/ pelvic pain/ pelvis pain") in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diarrhea, insomnia, pelvic bone pain, buttock pain, pain in arm and myofascial pain syndrome. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced fatigue ("fatigue") and arthralgia ("hip pain/ left hip pain/ joint pain"). On (B)(6) 2004, 11 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient experienced urticaria ("hives") and rash ("skin rash"). In (B)(6) 2007, the patient experienced back pain ("severe back pain/ severe left mid/lower back pain/ severe back pain and lower left side back pain"). On (B)(6) 2010, the patient experienced anxiety ("anxious/ anxiety"), depression ("depressed/ depression") and haemorrhagic disorder ("bleeding disorder"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6), the patient experienced dysgeusia ("metallic taste in mouth"), muscle spasms ("severe left side cramping in back/ muscle cramps on lower left spine") and amnesia ("memory loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower, uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain ("extreme and severe abdominal pain"), infection ("infections/ infection"), weight fluctuation ("weight fluctuations"), migraine ("migraines"), vision blurred ("blurred vision"), weight increased ("weight gain"), paraesthesia ("tingling in both my legs") and hypoaesthesia ("numbness in both my legs"). The patient was treated with surgery (ablation with removal of parts of essure devices), surgery (ablation with removal of parts of essure devices), surgery (ablation with removal of parts of essure devices), surgery (ablation with removal of parts of essure devices), surgery (ablation with removal of parts of essure devices) and surgery (ablation with removal of parts of essure devices). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain, back pain, infection, weight fluctuation, migraine, anxiety, depression, urticaria, rash, vision blurred, weight increased, dysgeusia, muscle spasms, amnesia, haemorrhagic disorder, paraesthesia and hypoaesthesia outcome was unknown, the uterine haemorrhage had resolved and the fatigue and arthralgia was resolving. The reporter considered abdominal pain, amnesia, anxiety, arthralgia, back pain, depression, device breakage, device expulsion, dysgeusia, fatigue, genital haemorrhage, haemorrhagic disorder, hypoaesthesia, infection, menorrhagia, migraine, muscle spasms, paraesthesia, pelvic pain, rash, urticaria, uterine haemorrhage, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: essure did not worsened previously existing injury/condition. While doctor was performing the ablation to stop abnormal bleeding, migration and breakage of the essure device was noted. A portion of the left coil was removed during this procedure. She was currently planning for removal to completely remove the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Current weight as of (B)(6) 2018: 115 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain lower, rash, anxiety, urticaria, back pain, vaginal haemorrhage, depression. Concerning the injuries reported in this case, the following one/ones reported via social media : tingling and numbness in both my legs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received- new event tingling and numbness in both my legs were added. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device expulsion ('migration of essure uterus/ migration of essure device - location of device: uterus'), perforation ('perforation'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal and heavy bleeding/ abnormal bleeding (general)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and uterine haemorrhage ('abnormal bleeding on left side of uterus') in a 32-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diarrhea, insomnia, pelvic bone pain, buttock pain, pain in arm and myofascial pain syndrome. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced fatigue ("fatigue") and arthralgia ("hip pain/ left hip pain/ joint pain"). On (B)(6) 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required), 11 days after insertion of essure (ess205). On (B)(6) 2006, the patient experienced urticaria (" allergic or hypersensitivity reaction type: hives/ skin rash") and dermatitis allergic ("allergic or hypersensitivity reaction type: hives/skin rash skin rash"). In (B)(6) 2007, the patient experienced back pain ("severe back pain/ severe left mid/lower back pain/ severe back pain and lower left side back pain"). On (B)(6) 2010, the patient experienced anxiety ("anxious/ anxiety"), depression ("depressed/ depression") and haemorrhagic disorder ("bleeding disorder"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dysgeusia ("metallic taste in mouth"), muscle spasms ("severe left side cramping in back/ muscle cramps on lower left spine") and amnesia ("memory loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower, perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("extreme and severe pelvic pain/ pelvic pain/ pelvis pain"), abdominal pain ("extreme and severe abdominal pain"), infection ("infections/ infection"), weight fluctuation ("weight fluctuations"), migraine ("migraines"), vision blurred ("blurred vision"), paraesthesia ("tingling in both my legs") and hypoaesthesia ("numbness in both my legs") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation with removal of parts of essure devices). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device breakage, device expulsion, menorrhagia, genital haemorrhage, vaginal haemorrhage, pelvic pain, abdominal pain, back pain, infection, weight fluctuation, migraine, anxiety, depression, urticaria, dermatitis allergic, vision blurred, weight increased, dysgeusia, muscle spasms, amnesia, haemorrhagic disorder, paraesthesia and hypoaesthesia outcome was unknown, the uterine haemorrhage had resolved and the fatigue and arthralgia was resolving. The reporter considered abdominal pain, amnesia, anxiety, arthralgia, back pain, depression, dermatitis allergic, device breakage, device expulsion, dysgeusia, fatigue, genital haemorrhage, haemorrhagic disorder, hypoaesthesia, infection, menorrhagia, migraine, muscle spasms, paraesthesia, pelvic pain, perforation, urticaria, uterine haemorrhage, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: essure did not worsened previously existing injury/condition. While doctor was performing the ablation to stop abnormal bleeding, migration and breakage of the essure device was noted. A portion of the left coil was removed during this procedure. She was currently planning for removal to completely remove the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: results: total bilateral occlusion. Current weight as of (B)(6) 2018: 115 lbs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain lower, rash, anxiety, urticaria, back pain, vaginal haemorrhage, depression. Concerning the injuries reported in this case, the following one was reported via social media : tingling and numbness in both my legs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received new event :perforation nos was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device expulsion ("migration of essure uterus/ migration of essure device - location of device: uterus"), genital haemorrhage ("abnormal and heavy bleeding/ abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), uterine haemorrhage ("abnormal bleeding on left side of uterus") and pelvic pain ("extreme and severe pelvic pain/ pelvic pain/ pelvis pain") in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diarrhea, insomnia, pelvic bone pain, buttock pain, pain in arm and myofascial pain syndrome. On (B)(6) 2004, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced fatigue ("fatigue") and arthralgia ("hip pain/ left hip pain/ joint pain"). On (B)(6) 2004, 11 days after insertion of essure (ess205), the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2006, the patient experienced urticaria ("hives") and rash ("skin rash"). In (B)(6) 2007, the patient experienced back pain ("severe back pain/ severe left mid/lower back pain/ severe back pain and lower left side back pain"). On (B)(6) 2010, the patient experienced anxiety ("anxious/ anxiety"), depression ("depressed/ depression") and haemorrhagic disorder ("bleeding disorder"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In 2015, the patient experienced dysgeusia ("metallic taste in mouth"), muscle spasms ("severe left side cramping in back/ muscle cramps on lower left spine") and amnesia ("memory loss"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) with abdominal pain lower, uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), abdominal pain ("extreme and severe abdominal pain"), infection ("infections/ infection"), weight fluctuation ("weight fluctuations"), migraine ("migraines"), vision blurred ("blurred vision") and weight increased ("weight gain"). The patient was treated with surgery (ablation with removal of parts of essure devices).at the time of the report, the device breakage, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, abdominal pain, back pain, infection, weight fluctuation, migraine, anxiety, depression, urticaria, rash, vision blurred, weight increased, dysgeusia, muscle spasms, amnesia and haemorrhagic disorder outcome was unknown, the uterine haemorrhage had resolved and the fatigue and arthralgia was resolving. The reporter considered abdominal pain, amnesia, anxiety, arthralgia, back pain, depression, device breakage, device expulsion, dysgeusia, fatigue, genital haemorrhage, haemorrhagic disorder, infection, menorrhagia, migraine, muscle spasms, pelvic pain, rash, urticaria, uterine haemorrhage, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure (ess205). The reporter commented: essure did not worsened previously existing injury/condition. While doctor was performing the ablation to stop abnormal bleeding, migration and breakage of the essure device was noted. A portion of the left coil was removed during this procedure. She was currently planning for removal to completely remove the essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Current weight as of (B)(6) 2018: (B)(6). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, abdominal pain lower, rash, anxiety, urticaria, back pain, vaginal haemorrhage, depression. Quality-safety evaluation of ptc: sample not available. Since there is no valid lot number for this case, it is not possible to conduct a review of the manufacturing batch record. It is not possible to confirm any quality defect or device malfunction at this time. Although it was not possible to confirm this complaint, it cannot be excluded the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-mar-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure removal date (B)(6) 2015 was added. Essure start date updated from (B)(6) 2004 to (B)(6) 2004. Events abnormal bleeding (general), infection, depression, anxiety, pelvic pain/ pelvis pain, severe left mid/lower back pain/ severe back pain and lower left side back pain were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, device breakage, device expulsion, urticaria, rash, vision blurred, weight increased, dysgeusia, muscle spasms, amnesia, haemorrhagic disorder, abdominal pain lower, arthralgia, uterine haemorrhage were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.